Event description:
No blood glucose levels reported. The customer reported that the insulin pump caused her to go in a coma. The customer reported getting hospitalized three or four years ago. It was reported that the customer received too much insulin from the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).